Event description:
Customer reports that with various patients undergoing ureteroscopy, the table and room will be set up, procedure started and the fluoro will go out. Room has to be rebooted and then procedures finished. Customer has not had to move patients to other rooms or cancel procedures. Customer has only experienced delay time due to rebooting process. Potential for injury exists.

Manufacturer narrative:
Liebel flarsheim manufacturing report: field service engineer met with customer and determined that the x-ray spot footpedal was not functioning correctly due to the footswitch cable being badly damaged with exposed wires. The fse replaced x-ray footswitch, tested and verified proper operation. The footswitch is functioning per factory and manual specifications. As a consequence of the footpedal issue, the customer also was experiencing delays when re-booting the generator. Fse found that the customer was not turning on generator console properly, which is to hold down on/off switch on the console until the text appears on the screen, then release switch. Customer admitted that they only pressed and released the switch and did not know to hold switch down. Customer was shown the proper start up procedures per the manual. Tested and verified generator console. It is operating per factory and manual specifications. Returned to full service by the customer.